Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), arthralgia ("joint pain"), arthritis ("joint inflammation"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with naproxen and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, arthralgia, arthritis, fibromyalgia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. The consumer also informed that side effects of essure caused her to require a hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4). On 05-feb-2019. The most recent information was received on 17-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("joint inflammation"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with naproxen and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, arthralgia, arthritis, fibromyalgia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date 01-jan-2010 were reported, but not specified and/or assigned to one of the events. The consumer also informed that side effects of essure caused her to require a hysterectomy. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Events : abnormal bleeding (vaginal, menorrhagia) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083094) on 05-feb-2019. The most recent information was received on 05-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), arthritis ("joint inflammation"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with naproxen and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, arthritis, fibromyalgia, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, fibromyalgia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date on (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. The consumer also informed that side effects of essure caused her to require a hysterectomy. Amendment: the report was amended on 08-feb-2019 for the following reason: information and references from deleted duplicate case (B)(4) were transferred to this case. Reporter¿s information was updated and new reporters were added. Essure insertion date and indication were updated, and the events "heavy abnormal bleeding", "pelvic pain", "abdominal pain", "vaginal pain" and "severe cramping" were added. The event ¿medical device removal¿ was deleted and ¿pelvic pain¿ was upgraded to serious due to essure removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5083094) on 05-feb-2019. The most recent information was received on 26-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of bunionectomy in 2018, cholecystectomy in 2016, wisdom teeth removal in 2015, breast cosmetic surgery in 2012 and multiparous. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 365 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), arthralgia ("joint pain"), arthritis ("joint inflammation"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with naproxen as well as surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and heavy menstrual bleeding were resolving. The outcomes for genital haemorrhage, arthralgia, arthritis, fibromyalgia, vulvovaginal pain and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date 01-jan-2010 were reported, but not specified and/or assigned to one of the events. The consumer also informed that side effects of essure caused her to require a hysterectomy. Discrepancy noted in insertion date (as per mr): (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: the essure microinserts are in satisfactory position. There is complete tubal occlusion bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5083094) on 05-feb-2019. The most recent information was received on 03-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of bunionectomy in 2018, cholecystectomy in 2016, wisdom teeth removal in 2015, breast cosmetic surgery in 2012 and multiparous. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 365 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), arthralgia ("joint pain"), arthritis ("joint inflammation"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with naproxen as well as surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and heavy menstrual bleeding were resolving. The outcomes for genital haemorrhage, arthralgia, arthritis, fibromyalgia, vulvovaginal pain and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. The consumer also informed that side effects of essure caused her to require a hysterectomy. Discrepancy noted in insertion date (as per mr): (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: the essure microinserts are in satisfactory position. There is complete tubal occlusion bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-may-2023: medical record received. Reporter information added. Medical history, essure removal surgery details, lab data and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), arthralgia ("joint pain"), arthritis ("joint inflammation"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with naproxen and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, arthralgia, arthritis, fibromyalgia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. The consumer also informed that side effects of essure caused her to require a hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event she did not undergo essure confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("side effects of essure caused me to require a hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced arthralgia ("joint pain"), arthritis ("joint inflammation") and fibromyalgia ("fibromyalgia"). The patient was treated with naproxen and surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, arthritis and fibromyalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, fibromyalgia and medical device removal with essure. The reporter commented: serious injury criterion: hospitalization, required, intervention, other serious (important medical event) and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.